Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high, out-of-range (oor) impedance measurements and noisy signals. Information from the patient indicates that the patient was working on their car battery at time of oor measurement and recorded noise. System was programmed back to bipolar. No adverse patient effects were reported.